Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub") in a 30-year-old female patient who had essure (ess205) (batch no. 623152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". Medical conditions: *current weight: 180 lbs. Approximate weight at time of essure placement: 145 lbs. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and overweight. Concomitant products included ibuprofen from 2007 to 2015. In (B)(6) 2007, the patient experienced vulvovaginal pruritus ("vaginal itching") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower area pain") and abdominal pain ("abdominal area"). The patient was treated with surgery (ablation and hysteroscopy, total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the menorrhagia, uterine haemorrhage, vaginal haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge, weight increased, depression, anxiety and headache outcome was unknown and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received. Added event abdominal pain. Updated outcome of event dysmenorrhea. Historical drug,concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub") in an adult female patient who had essure (ess205) (batch no. 623152 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2007, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower area pain/ cramping"). The patient was treated with surgery (hysteroscopy, ablation, and a total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, uterine haemorrhage, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results: current weight: 180 lbs. Approximate weight at time of essure placement: 145 lbs. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no lot valid number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub") in an adult female patient who had essure (ess205) (batch no. 623152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower area pain/ cramping"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysteroscopy, ablation, and a total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, uterine haemorrhage, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge, weight increased, depression, anxiety and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results: current weight: 180 lbs. Approximate weight at time of essure placement: 145 lbs. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub") in an adult female patient who had essure (ess205) (batch no. 623152 invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and overweight. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower area pain/ cramping"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysteroscopy and a total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on (B)(6) 2007). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, uterine haemorrhage, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge, weight increased, depression, anxiety and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results: current weight: 180 lbs. Approximate weight at time of essure placement: 145 lbs. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events added: headaches, depression and mental anguish. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysteroscopy, ablation, and a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Incident:. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and uterine haemorrhage ('aub') in a (B)(6) female patient who had essure (ess205) (batch no. 623152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". Medical conditions: *current weight: (B)(6) . Approximate weight at time of essure placement: (B)(6) . Previously administered products included for an unreported indication: depo provera. Concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and overweight. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2007, ibuprofen from 2007 to 2015, nsaids since 2007 and paracetamol (acetaminophen) since 2007. In (B)(6) 2007, the patient experienced vulvovaginal pruritus ("vaginal itching") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced migraine ("migraines/headaches") and headache ("headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("left lower area pain") and abdominal pain ("abdominal area"). The patient was treated with surgery (ablation and hysteroscopy, ablation, and a total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower had resolved, the menorrhagia, uterine haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge, weight increased, depression, anxiety and headache outcome was unknown and the dysmenorrhoea and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of the previously reported event- vaginal bleeding were updated, reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("aub") in an adult female patient who had essure (ess205) (batch no: 623152) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation testing". The patient's concurrent conditions included right lower quadrant pain, dyspareunia, follicular cyst of ovary and body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced migraine ("migraines/headaches"). In november 2007, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("left lower area pain/ cramping"). The patient was treated with surgery (hysteroscopy, ablation, and a total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation on apr-2007). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, uterine haemorrhage, dysmenorrhoea, vaginal haemorrhage, vulvovaginal pruritus, migraine, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results: current weight: 180 lbs. Approximate weight at time of essure placement: 145 lbs. Concerning the injuries reported in this case, the following one was reported via medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff¿s demographics added. Essure indication updated and stop date and lot number added. New events abnormal bleeding (vaginal), dysmenorrhea, vaginal itching, migraines/headaches, vaginal discharge, weight gain,aub(abnormal uterine bleeding), left lower area pain/ cramping and did not undergo essure confirmation testing were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.